Manufacturer narrative:
The technician replaced the low trend limit switch and control board to repair the bed.

Event description:
Information received indicates the bed will not go into reverse trendelenburg.